Event description:
It was reported that the synthes reamer attachment is broken into 2 pieces. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the synthes reamer attachment is broken into 2 pieces. The user facility was not able to provide any further information regarding the reported event.